Event description:
Caller alleged false negative hcg results. Results as follows: reason for visit - pt will be undergoing fertility treatment and pt thought she had started her menstruation ((B)(6) /2011), but spotting was not typical had brownish tinge. Therefore, a pregnancy test was performed. Date: (B)(6) 2011 - initial visit, kit test result was negative. Blood was drawn and sent to lab. Customer stated blood sample was tested on kit device which resulted positive (very faint, peer review on test device). Last menstrual period: (B)(6) 2011 - specimen was not first morning urine, sample was fresh and collected mid-day. Visual inspection of specimen - ok, nothing unusual, clear, no particulates. A timer was not used, customer uses watch or wall clock. Read at 3 minutes.

Manufacturer narrative:
Investigation pending.